Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their ins flipped and they were having pain so it was going to be moved to the other side. The call center documented the event and the patient noted they are working with their healthcare providers. They also said they had pain in their right foot, is going to have surgery on (B)(6) 2019, and a different healthcare provider (hcp) wants to know if they can attach "extra electrodes to my spinal cord" or if they would have to get a spinal cord ins. The call center reviewed labeling and suggested to have the hcp call the call center for more information. Five days later, patient said they had a revision so the device was turned off. The patient went to turn stimulation on, but they couldn't connect. The consumer tried repositioning, but they still couldn't connect. The call center reviewed to consider powering the handset off and on; the communicator was also repositioned. When asked, the patient noted there was a lot of swelling at the ins site. As a result of what was reported, the patient was going to take a break and try again when they get home. The call center then reviewed healing factors. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry of why the patient couldn¿t connect to their implant after their revision surgery and if a cause had been determined, the patient stated that it was ¿not completely programmed.¿ in response to the inquiry of what actions/interventions had been taken to resolve the communication issue, the patient reported that the manufacturer representative (rep) called back and it was resolved. There were no further complications reported.